Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during a ligation of varix procedure to treat esophageal varices performed on (B)(6) 2024. During preparation, when the physician attempted to rotate the handle, he could not rotate the handle due to resistance. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on november 11, 2024: the bands were not deployed as the handle could not be rotated.

Manufacturer narrative:
E1 (initial reporter facility name): (B)(6). H6: imdrf device code a0401 captures the reportable event of handle won't turn. H11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the slot of the returned handle did not have evidence that the trip wire was secured. The handle was returned with the check valve detached which could have affected the device setup to the scope. Functional inspection was performed, and it was noted that the handle was able to turn with no problems. Microscopic inspection was performed, and it was found that the handle's check valve had evidence that it was previously welded. The ligator housing was not returned. No other problems with the device were noted. The reported event of handle won't turn was not confirmed. Upon functional inspection, the handle was able to turn. The check valve of the handle was detached, which could have affected the device setup to the scope. Per microscopic inspection, it was found that the handle's check valve had evidence that it was previously welded. The assemble handle steps would have detected if the handle check valve was detached, and the handle knob was not able to rotate accordingly. It is most likely that this damage at the check valve section happened as a result of manipulation of the device as it was being prepared when it was going to be used on the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the slot of the returned handle did not have evidence that the trip wire was secured. The handle was returned with the check valve detached which could have affected the device setup to the scope. Functional inspection was performed, and it was noted that the handle was able to turn with no problems. Microscopic inspection was performed, and it was found that the handle's check valve had evidence that it was previously welded. The ligator housing was not returned. No other problems with the device were noted. The reported event of handle won't turn was not confirmed. Upon functional inspection, the handle was able to turn. The check valve of the handle was detached, which could have affected the device setup to the scope. Per microscopic inspection, it was found that the handle's check valve had evidence that it was previously welded. The assemble handle steps would have detected if the handle check valve was detached, and the handle knob was not able to rotate accordingly. It is most likely that this damage at the check valve section happened as a result of manipulation of the device as it was being prepared when it was going to be used on the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure. Block h11: correction: block h6 device code has been corrected to include the imdrf device code a050501 that was not previously reported.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during a ligation of varix procedure to treat esophageal varices performed on (B)(6) 2024. During preparation, when the physician attempted to rotate the handle, he could not rotate the handle due to resistance. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on november 11, 2024: the bands were not deployed as the handle could not be rotated.

Manufacturer narrative:
Block h2 (additional information): block b5, block e1 (initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code), and block h11 (additional MFR narrative) have been updated based on the additional information received on november 11, 2024. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle won't turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during a ligation of varix procedure to treat esophageal varices performed on (B)(6) 2024. During preparation, when the physician attempted to rotate the handle, he could not rotate the handle due to resistance. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on november 11, 2024: the bands were not deployed as the handle could not be rotated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during a ligation of varix procedure to treat esophageal varices performed on (B)(6) 2024. During preparation, when the physician attempted to rotate the handle, he could not rotate the handle due to resistance. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn.